Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a complete lead was returned in one piece for analysis. Visual analysis found full breach insulation degradation exposing the outer coil locate at proximally to the suture sleeve tie impression on the lead.

Event description:
This report is to advise of an event observed during analysis.